Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The remote user interface (rui) console was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the joystick on the 9800 system had locked up. No patient injury was reported.